Event description:
It was reported that the patient was seen in clinic experiencing dyspnea and fatigue. Pulse generator interrogation revealed that the battery had depleted. The time between battery depletion and the elective replacement indicator was shorter than expected. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis of the pulse generator found a lifted wire bond joint on the rf flex module. This could have resulted in the high current drain observed in the field.